Event description:
Additional information was received as a copy of the death certificate that indicated the cause of death was complications from epileptic seizures with a secondary cause of hypertensive cardiovascular disease. The patient's manner of death was noted as natural. The patient's body was cremated and follow-up with the funeral home found the vns was not removed and likely remains with the body or was discarded. No autopsy was performed.

Event description:
It was reported by the neurologist that the vns patient had passed away "due to a seizure." The patient was receiving vns therapy at the time of death however the patient only began receiving vns therapy on (B)(6) 2012 and had reportedly missed some appointments. The site reportedly is not able to provide any further information. Attempts for additional information have been unsuccessful to date.

Event description:
A sudep (sudden unexpected death in epilepsy) evaluation was performed and assessed within the (B)(6) which determined that the death met criteria for classification of possible sudep.

Manufacturer narrative:
.